Manufacturer narrative:
Shearman, alexander d., mbbs, mrcs, eleftheriou, kyriacos iordanis, md, frcs, patel, akash, msc, frcs, pradhan, rajib, frcs, and rosenfeld, peter francis, mbbs, frcs. (2016) use of a proximal humeral locking plate for complex ankle and hindfoot fusion. The journal of foot & ankle surgery 1-7. This report is for an unknown philos plate/unknown quantity/unknown lot. UDI: unknown part number, UDI unavailable. (B)(6) without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: shearman, alexander d., mbbs, mrcs, eleftheriou, kyriacos iordanis, md, frcs, patel, akash, msc, frcs, pradhan, rajib, frcs, and rosenfeld, peter francis, mbbs, frcs. (2016) use of a proximal humeral locking plate for complex ankle and hindfoot fusion. The journal of foot & ankle surgery 1-7. (B)(6). This article discusses how the use of locking plate technology might provide biomechanical and operative technique advantages in patients that have undergone arthrodesis of the ankle and hindfoot in the setting of major deformity. In general, arthrodesis of the ankle and hindfoot is challenging in and of itself and is usually associated with substantial risks. Patients often have significant comorbidities that lead to unforgiving soft tissues, poor vascularity, and poor bone quality. This creates the high-risk scenario of poor wound healing and poor implant fixation. Complications can be as devastating as a loss of a limb and sepsis. This study is the largest series to date of patients undergoing complex ankle and hindfoot arthrodesis with the use of a proximal humeral locking plate, particularly the modified use of the philos (synthes, (B)(4)). It confirmed previous findings that the technique is reliable with union, satisfaction, and complication rates comparable to those of other techniques. The study involved 21 patients, 11 males, 10 females; mean age 56.1 years, range 25 to 74 years, who had undergone complex fusions. Complications are as follows: patient #4 a (B)(6) female experienced a (B)(6) infection and a nonunion. This report is for 1 of 5 for (B)(4). This report is for an unknown philos locking plate. A copy of the journal article is being submitted with this medwatch. This report is for one (1) device.